Event description:
It was reported that the patient had a stimulator implanted about four years ago that "really did not do any good" because "she had to continuously use [incontinence] pads all day long". The stimulator had previously been adjusted by the doctor in (B)(6) 2009, but it was reported that it did not "do any good". The patient reported trouble adjusting the stimulation in (B)(6) 2009 and stated there was "no stimulation increase". The patient reported that the doctor was then unable to adjust the stimulator in 2012, stating it "did not work". About one month prior to this report, the patient decided to have replacement surgery and inquired as to why the first stimulator was not effective. No information regarding the patient's outcome was reported except that she was still wearing a pad all the time, and she was trying to wait and see how effective the new stimulator was.

Manufacturer narrative:
Product ID, 3889-28 lot# va0295s, product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v109631, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead.